Event description:
Attempted placement of PICC line in left forearm. Attempt failed. When initial insertion failed and physician attempted to remove the PICC line, there was a slight tug in the line. With additional pull, the wire was released. No indication upon visual inspection that it had broken off and a piece remained in the arm. Apparently this size guidewire is so small that it is not uncommon for the metal to unravel. If it does unravel, the length of the wire upon removal can be longer than upon insertion. It was noted on visual inspection of the removed guidewire that there is a very small area where the wire could have started to unravel. Subsequent attempt to interventional radiology revealed a retained guidewire from 1st attempt. Retained guidewire surgically removed from forearm.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The facilities policy is to hold the product on-site. The complaint is inconclusive since the product will not be returned for eval.